Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to customer's blood glucose. Multiple attempts were made by tandem¿s technical support to complete troubleshooting; however, a response was not received.

Manufacturer narrative:
Additional information was received stating that the pump touchscreen continued to be intermittently unresponsive. Reportedly, customer continued to use current pump for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.